Event description:
The pt reportedly was unable to hear while using the sound processor since 2003. External equipment was exchanged which resolved the problem. The pt was unable to hear while using the sound processor. One month later, the pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. The company was notified that testing conducted at the center confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.